Event description:
A malfunction was reported on the pump. The customer reverted to manual injections for insulin therapy. Technical support assisted the customer with resetting the pump and provided guidance on what to do if the malfunction occurs again. The customer was able to continue using the pump and understood the instructions given.